Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient woke up in the morning wet. No medical intervention was reported. Per additional information received via phone on 9-jan-2019 from complainant, the patient used the purewick for 3 nights and noted that the wicks suctioned all night, even when she was not urinating. However, the drydoc is supposed to suction continuously once turned on. The patient was adamant that this was not the case; as she used the device previously during rehab and was convinced the suction turned on and off. The patient also experienced a uti and was treated with antibiotics.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "replace the purewick fec every 8-12 hours or when soiled with feces or blood."

Event description:
It was reported that the patient woke up in the morning wet. No medical intervention was reported. Per additional information received via phone on(B)(6)2019 from complainant, the patient used the purewick for 3 nights and noted that the wicks suctioned all night, even when she was not urinating. However, the drydoc is supposed to suction continuously once turned on. The patient was adamant that this was not the case; as she used the device previously during rehab and was convinced the suction turned on and off. The patient also experienced a uti and was treated with antibiotics.